Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurement. Lv lead fracture was noted. Additional information received for the field representative indicated that x-ray was performed and confirmed the lead fracture. High out of range pacing impedance measurement was also observed during testing with a pacing system analyzer (psa). This lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.